Event description:
Note: this report pertains to the first of two devices used during the same procedure. Manufacturer report # 3005099803-2014-03483 pertains to the second device used. It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, cervical leak was observed during ablation phase. Initially, no fluid loss alarm was received from the console. As more fluid leaked out, a fluid loss alarm was displayed and the machine was manually cooled down and turned off. The procedure was aborted due to this event and the patient sustained a burn injury involving the internal cervix. The burn, which was not classified by the physician, did not require any treatment. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
Changed from adverse event to reported issue is both an adverse event and product problem. (B)(4).

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Manufacturer report # 3005099803-2014-03483 pertains to the second device used. It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, cervical leak was observed during ablation phase. Initially, no fluid loss alarm was received from the console. As more fluid leaked out, a fluid loss alarm was displayed and the machine was manually cooled down and turned off. The procedure was aborted due to this event and the patient sustained a burn injury involving the internal cervix. The burn, which was not classified by the physician, did not require any treatment. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Manufacturer narrative:
The genesys hta procerva procedure set sheath assembly was received by the complaint investigation site; however, the cassette and drainage bag were not returned. Visual examination of the procedure sheath revealed no issues. Residue was present on the device. Analysis of the device could not be verified due to the actual component not being returned. Thus, the clinical failure mode of patient burn could not be evaluated. Patient thermal injuries are an inherent risk of the hta procedure as indicated in the genesys hta system user's manual/dfu. Based on the information available at this time, the most probable root cause classification for the clinical failure mode is anticipated procedural complication.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Manufacturer report # 3005099803-2014-03483 pertains to the second device used. It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, cervical leak was observed during ablation phase. Initially, no fluid loss alarm was received from the console. As more fluid leaked out, a fluid loss alarm was displayed and the machine was manually cooled down and turned off. The procedure was aborted due to this event and the patient sustained a burn injury involving the internal cervix. The burn, which was not classified by the physician, did not require any treatment. An additional attempt has been made to obtain follow up event details with no response from the clinician.